Event description:
The patient reportedly experienced a decrease in performance and sound quality issues. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was functioning. CT scan (date unk) was normal. The decision was made to explant the device. Surgery to explant the patient's ci device has been scheduled.